Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 systemand a map shift issue occurred. The map shifted during the procedure, but there was no error displayed on the carto® 3 system. It was obvious that the map had shifted since the anatomy did not look lined up anymore. A new map and they were able to continue the procedure. There was no patient consequence. Device evaluation details: the biosense webster inc. (Bwi) field service engineer (fse) confirmed that the map shift occurred when the fluoro machine was moved close to patient. Bwi representative was advised to keep an eye on distance between fluoro machine and patient. The reported issue was investigated by unit manufacturer. The data related to reported issue was provided to the manufacturer. It was found that the reported map shift was a result of fluoro machine was moved close to the patient. While the back patch remains un-affected, the chest patch, and the catheters, which are closer to the chest patch than to the back patch, were affected significantly. The metal levels were below the warning level. Working with alternating metal conditions during mapping creates non coherent anatomy and hence map shift. Working with alternating metal conditions during mapping creates map shift. The issue is related to user error. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # 3035739 was reviewed. There are no additional complaints similar to reported issue. A manufacturing record evaluation was performed for the system # 3035739, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 systemand a map shift issue occurred. The map shifted during the procedure, but there was no error displayed on the carto® 3 system. It was obvious that the map had shifted since the anatomy did not look lined up anymore. A new map and they were able to continue the procedure. There was no patient consequence. The issue was observed during mapping. The approximate difference in catheter location before and after map shift was reported as several millimeters. The physician did not perform a cardioversion prior to the map shift.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).